Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during initial drain. The technical service representative (tsr) explained the alarm to home patient (hp) and assisted to clear the alarm. The hp would restart therapy with new supplies. No patient injury or medical intervention was reported.

Event description:
During a follow up with the nurse regarding the alarm, it was revealed that the home patient (hp) is doing fine and continuing therapy without issues. The nurse did not have information about the alarm. Per nurse, hp did not report any loose connection, separations or defects on the supplies. The nurse did not know the product information. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).